Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health professional reported that during an intraocular lens (iol) implant surgery, scratch on lens noted after it was implanted. Additional information received and stated that, in the surgeon opinion improper loading of the lens by the scrub tech was the cause of the incident.

Manufacturer narrative:
The customer indicated the use of qualified associated products. Based on the information provided, the event does not appear to be related to the product. The product was not returned to evaluate. Information was provided that in the surgeon's opinion, the iol did not cause or contribute to the event. In the surgeon's opinion, the event was caused by "improper loading of the lens by the scrub tech." The manufacturer internal reference number is: (B)(4).